Event description:
The physician attempted to place a 4.0 x 11 mm biodivysio oc stent into the pt's distal right coronary artery. It was reported that no visable damage was noted to the stent during prepping. Predilitation was not performed. The artery was described as very large and with excessive calcification. The physician reported that he was unable to position the stent into the "heavily calcified" ostium. He attempted to reuse the stent with another more supportive guidewire but was unsuccessful. The stent was removed through the guiding catheter. Another vendor's stent was used to treat the lesion successfully. There was no report of an adverse pt event. It was noted in device testing that the stent showed visible damage at the distal end of the crown, and one strut was raised distally from it's position.